Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient presented with ongoing pain and the decision was made to revise the stem.

Manufacturer narrative:
Conclusion and justification status: following investigation by bioengineering, notification was received that; between the previous x-rays and present x-rays there appears to be subsidence of the stem, this could add to patient pain. The subsidence could have resulted from loosening or the patients femoral fracture. There are many possible causes of the patients discomfort; it is not possible to determine what has caused this failure. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.